Event description:
During a coronary interventional procedure, the flomedica benephit system was utilized to provide adjunctive bilateral reneal infusion of a vasodilator to a patient with pre-existing renal insufficiency. When the physician injected contrast media through the flowmedica catheter to confirm placement, he observed what was suspected to be a flow-limiting dissection of a 3mm renal artery, where infusion was planned. Based on this, the physician then placed two cordis cypher stents within this vessel at the site of the suspected dissection, and restored normal blood flow to the kidney. The procedure was continued as planned with no adverse impact to the patient. The patient was discharged the following day in good health, including baseline kidney function as evidenced by evaluation of serum creatinine levels.